Event description:
The device could not be interrogated. No issues of threshold, sensing, and impedance. No history of hospitalization at the hospital between the previous check and today. No adverse patient events were reported. Should additional information be received, this file will be update.